Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to functional testing. A defective integrated circuit was discovered on the power supply circuit board. The root cause of the reported failure was traced to a defective component. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit powered off in the middle of a lap chole case. It was further reported that upon retrieval of the gall bladder, the unit was placed into standby mode and then powered off by itself. A few attempts were made to restart the unit. It was further reported that another unit was brought in to complete the case. The case was completely successful and there were no reports of any adverse consequences to the pt.